Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. The sample returned consisted of empty contaminated folder. No device was returned. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. During the procedure, the needle broke and was temporarily lost in the patient. The needle piece was able to be retrieved. A second like device was opened to finish the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.